Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0063013. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.see h.10.

Event description:
It was reported that a pegasus pnk 20ga x 1.16in prn non-pvc leaked during use. The following was reported by the initial reporter: "there was leakage at the septum".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pegasus pnk 20ga x 1.16in prn non-pvc leaked during use. The following was reported by the initial reporter: "there was leakage at the septum".